Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between 20-jul-2020 and 21-dec-2020. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI number is unknown as product serial number was not provided. Device lot/serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date : unknown as product serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was explanted from the patient's ocular sinister (left eye) due to patient complaint of dysphotopsia. At explant there was no vitrectomy, or suture(s) required. It is unknown if the incision was enlarged. It was also reported the patient has fully recovered. The lens was discarded due to covid and is not being returned. No further information is available.